Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 390 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. Found that no boluses had been programmed on the day prior to the event. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.